Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and observed the hemostatic valve (broken/cracked) and the brim cap detached. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 06-jan-2025. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged from the irrigation hub. The brim cap was placed properly. Further analysis under image magnification revealed stress marks on the hemostatic valve. A device history record was performed for the finished device batch number, and no internal actions were identified. The brim cap issue reported was confirmed, as the conditions of the hemostatic valve could be related to the event described by the customer. It should be noted that the brim cap and the valve are assembled together and the failure of one of these components may affect the proper functionality of the other. The potential cause of the separation of the valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 23-jan-2025, noted a correction to the 3500a initial under h6. Medical device problem code. Reported as ¿material separation (a0413)¿ and it should have been reported as ¿detachment of device or device component (a0501)¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and observed the faulty valve (broken/cracked) and the brim cap detached. The vizigo sheath was noticed to have a faulty valve during the procedure. They were unable to draw blood through the sheath. The sheath was replaced and the issue resolved. The procedure was continued. There were no errors displayed. There were no patient consequences reported. Additional information was received on 17-dec-2024. The specific section where the issue was observed was the hemostatic valve and it was broken/cracked. The hemostatic valve did not dislodge inside nor outside the hub. The brim cap / hub was detached from the sheath. Air did not enter the patient¿s body. The irrigation pump did not have an alert. The physician had a hard time withdrawing blood from the sheath. The physician did not feel resistance between the catheter and the sheath. The issue was resolved with a new vizigo sheath.